Event description:
It was reported the device longevity was less than two years and there was possible early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary update: the hybrid passed diagnostic system testing which included, random access memory (ram) test, built in self-test (bist), and additional current drain testing of the external sram.

Manufacturer narrative:
Product event summary: additional analysis was performed. Analysis verified the reported low battery voltage. How ever, no battery depletion failure mechanism was identified. When the device was powered with an external supply and programmed to nominal pacing parameters, the system current drain was nominal. The device functioned nominally throughout the analysis which included temperature and diagnostic system testing. No anomalies were observed during optical inspection of the internal assembly and hybrid, including the stacked chip scale package component.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419588 implantable pacing lead (B)(6) 2011; 507652 implantable pacing lead (B)(6) 2006.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.